Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl. Customer stated that insulin pump was broken and they fell on the pool. The customer stated that the contact on the battery cap was neither missing nor damaged and battery compartment was corroded. The customer also stated that the insert battery alarm did not display on the insulin pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a corroded battery tube and corroded battery tube spring. The test reservoir does lock properly inside the reservoir tube. However, insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator, force sensor and keypad assembly during visual inspection.